Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit safety disk needs to be changed. There was no patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: e1 a getinge field service engineer (fse) stated that the safety disc of the device has been replaced with a new one. Device checks were made according to the checklist and the unit was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.